Manufacturer narrative:
Device eval by MFR. Distal end is bent in two places (s-curve) at approximately 30 and 52mm from the end of the tip. Dried body fluid was found on the handle, main body tubing, distal end and inside irrigation tubing and irrigation ports. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid inside of distal end. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.6932, 0.5550 and 0.5180 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.0267, 0.0180 and 0.0172 psi (spec limit is 0.044 psi).

Event description:
Complaint reportable based on analysis completed on 21aug2019. An intellanav open-irrigated catheter was selected for an atrial tachycardia (at) ablation procedure. The catheter was inserted inside the body, but then the temperature display became 65 degrees and energization could not be performed. The cable was replaced, but the issue was not resolved. The procedure was completed using another of the same catheter. No patient complications occurred. However, analysis revealed a leak in the cooling lumen allowed fluid ingress.